Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent sacral mass removal on (B)(6) 2012 and topical adhesive was used. The patient experienced reaction of erythema, papules and mild weeping within the first few days. The adhesive was removed in the office and benadry was prescribed. It was reported that the reaction improved after treatment.